Event description:
It was reported that during a percutaneous coronary intervention procedure, markerband visibility issues occurred. The physician had noticed that while using apex balloons the markerbands had poor visibility under fluoroscopy. The physician was able to complete each procedure with the apex balloon; however, there was concern that the apex balloon would run off the wire due to not being able to see the markerbands.

Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.